Event description:
Rptr stated that pt was exhibiting symptoms of hypoglycemia (abdominal pain, numbness around lips, and tingling fingers). Pt's blood glucose was tested, on the performa system, with a result of 7.1 mmol/l. Twenty minutes later, pt's blood glucose was reportedly retested, on the performa system, with a result of 5.6 mmol/l. Rptr stated that emergency medical services were summoned and, upon their arrival, pt's blood glucose measured 2.0 mmol/l, on ambulance crews' device. Pt was then transported to the hospital where blood glucose again measured 2.0 mmol/l, on a hospital blood glucose monitor. Rptr stated that pt was admitted to the hospital, for 2-3 days, and was treated with a dextrose drip. No additional treatment was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.